Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, receiver egvs and g5 mobile app egvs did not match occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a receiver egvs and g5 mobile app egvs did not match could not be determined. A root cause could not be determined.